Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate results on the lifescan meter of "145 and 150 mg/dl" compared to "95, 105 and 110 mg/dl", performed within an unspecified time of each other. This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.